Manufacturer narrative:
The investigation for the impella cp has been completed. The device was not returned for evaluation. The necessary clinical information was not provided; therefore the root cause of the vt/vf was not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a 59-year-old male patient in an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During impella support, the impella cp was having impella in aorta alarm. The patient went into pulseless ventricular tachycardia, ventricular fibrillation and torsade. Several rounds of cardiopulmonary resuscitation were done with return of spontanrous circulation. The patient was emergent cannulated on venoarterial extracorporeal membrane oxygenation. The impella was placed, verified, and flow turned to p8. No additional alarms on the impella were noted. Flows are good. The patient is stable.